Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had undergone a breast augmentation revision surgery with implantation of a 250cc mentor smooth round moderate profile prosthesis. Post-operatively, the patient experienced a deflation event affecting the right breast prosthesis. As a result, the patient underwent removal and replacement with mentor gel implants on (B)(6) 2021.